Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation it was noted that the r waves dropped, and the right ventricular (rv) lead was not capturing. Impedance had also dropped. The patient stated feeling a sensation in the chest area. Echo showed lead perforation. On (B)(6) 2020, dr (B)(6) CT surgeon performed medial sternotomy with exposure of the rv site of perforation which he proceeded to repair. At the time of exploration, a tear in the innominate vein was also noted which required also a repair precluding the addition of a replacement rv lead and leading to a removal of the entire system. The procedure was completed and the patient remained in the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.